Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the intuitive technical support engineer (tse) and reported universal surgical manipulator (usm) 2 was having issue during surgery. The customer disabled usm 2 and proceeded with the surgery using 3 usms. The tse checked logs and found 1126 informational error on usm 2. The tse suggested customer check the same after surgery, reboot the system. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no additional information was obtained.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue and the fse replaced the universal surgical manipulator (usm) to correct the reported problem. The system was tested and verified as ready for use. Isi has not received the usm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and found to have an error 1126 on usm 2. The logs showed an 1126 error on usm 2 pointing towards the clock spring. The usm was tested on in-house system in normal mode where it triggered no errors. The usm was also tested on a patient side cart fixture test platform (pftp) where it failed fiber test on clock spring. A golden clock spring was installed, and unit passed fiber test and all other required tests thereafter. The complaint was confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.